Event description:
Device 1 of 3. Reference MFR report numbers 1627487-2014-00230 and 1627487-2014-00231. The patient's (B)(6) therapy system consists of an ipg and two percutaneous leads from different lots. It was reported an infection may be present. The physician expressed concern following examination; however, the location of the possible infection was not conveyed. In addition, a diagnostic test of the patient's therapy system found both invalid and low impedance readings. Antibiotics were administered to the patient as treatment for the suspected infection. Surgical intervention may be undertaken at a later date to address these issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.